Event description:
It was reported that the patient presented to the hospital for a scheduled device exchange procedure. During the procedure, it was noted that the pulse generator had entered backup vvi mode shortly before being removed from the pocket. The pulse generator was explanted and replaced. The patient had no adverse consequences.